Event description:
It was reported that a user experienced low glucose after recovering from illness and discontinuing medications, leading the healthcare professional to request a device reset and prompting troubleshooting and education on learning stages. Symptoms included hypoglycemia. Outcomes included no long-term impairment reported. Investigation included guided troubleshooting and completion of user education, culminating in a factory reset. Investigation of this case revealed no device malfunction was identified, and the event was consistent with therapy adjustments following changes in health status and medication use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.